Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp reports being unable to reprime line and had to restart with new supplies. Hp reports no pt injury or medical intervention required.